Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an 840 ventilator the upper half of the gui loss lamp turned on. Although ventilation did not stop, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.